Event description:
It was reported that prior to the start of a da vinci-assisted paraesophageal hiatal hernia surgical procedure, a recoverable fault 32056 occurred which was not allowing the customer to use the universal surgical manipulator (usm) 1. Prior to contacting technical support, they tried hard power cycling and reconnecting the blue fiber cables several times with no improvement. Surgeon had decided to abort the procedure with no patient involvement and convert to laparoscopic before calling technical support. Technical support engineer (tse) checked error logs and found several instances of the mentioned error as well as well as 48100 and 1123 pointing to errors in the usm encoders and axes controller, arm (aca) board. Tse asked customer to force a different position in the usm and reboot the system with no improvement. Tse explained that the arm would need to be replaced and nurse wanted to know when that would happen since they have a surgery programmed for tomorrow morning. The procedure was converted to laparoscopy with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to a reproducibility issue. Program, dte perform, and sin cycle done. Electrical safety test done. Test drive done. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the following was found: in remotefe, the 32056 error was found indicating i2c fault on the universal surgical manipulator (usm) axes controller arm (aca) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the aca pca, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp), where 32056 was found to be failing on the aca pca. Once testing was completed, the yaw searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. Probable root cause may be attributed to a communication error in the universal surgical manipulator (usm).